Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during investigation, the keypad was removed and there was evidence of contamination found under the ok and contrast key contacts. These keys responded intermittently while the down and up keys were fully responsive to presses. There was no damage or peeling to the keypad. Unrelated to the original complaint, it was observed that when the pump was powered on, the display appeared to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad is very sensitive to the touch and buttons scroll when pressed. The family member confirmed that there was no trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump.